Manufacturer narrative:
The reported event of etco2 with wrong default programming file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was a patient involvement.

Event description:
The customer reported that it was noticed that there were several etco2 modules that have different settings for the "no breath alarm". The customer further states that the default should be 20 seconds and not changeable at the bedside.